Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four-five years post a chronic catheter placement, the device allegedly had a pinhole near the hub of the connector. It was further reported that the leak was noted during infuse. The procedure was completed by exchanging the pinhole using a repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter and an unknown brand luer cap were returned for evaluation. Visual, microscopic, tactile and functional evaluation were performed. The sample was returned without a clamp. The distal catheter segment was not returned. Cracks were noted on the catheter hub. No pinhole was visible throughout tactile test. The catheter was patent to both infusion and aspiration without issue. Hydrostatic pressure was applied by clamping the distal end of the catheter. Upon infusion, a leak was observed from the catheter hub. Therefore, the investigation is unconfirmed for the reported catheter hole issue as no hole was noted in the catheter near the hub. However, the investigation is confirmed for the reported leak and identified catheter hub fracture issues. A definitive root cause could not be determined based upon the provided information. I labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four-five years post a chronic catheter placement, the device allegedly had a pinhole near the hub of the connector. It was further reported that the leak was noted during infuse. The procedure was completed by exchanging the pinhole using a repair kit. There was no reported patient injury.